Event description:
The customer reported that the system displayed a filament regulator error message and a low ma error message. They were able to press a button to remove the errors. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep completed a filament calibration, and ran the system through a series of tests. He could not reproduce the issue. The system functions as intended.